Event description:
This is a spontaneous report from global pharmacovigilance of a consumer with supplemental information provided by a nurse of transfer set had fell and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began peritoneal dialysis. During a call with baxter customer services, the following was reported. On an unreported date, the patient's transfer set had fallen. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was the transfer set falling. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered for the event was not reported. The outcome of the transfer set fell out was not reported. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. A causality assessment for the transfer set had fell was not reported. The nurse reported the event of peritonitis was unrelated to any of the baxter solutions. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) to obtain additional information regarding the peritonitis event and transfer set separation. The patient began automated peritoneal dialysis (apd) 5 years ago. The patient had his transfer set replaced every six months and stored his transfer set and pd catheter in a pd belt. On (B)(6) 2012, the patient's transfer set separated from the titanium adapter. It was unknown what the patient was doing when this occurred. It was unknown what caused the separation. There was no visible damage noted to the adapter. The nurse stated that the transfer set that separated had been in use for 6 months. Following the separation, the patient used a beta clamp to prevent contamination and went to the emergency room (ER). The nurse stated, the ER made the patient wait several hours to replace the transfer set. After the transfer set was replaced, the patient was given 1 dose of vancomycin intraperitoneally (ip) while in the ER. On (B)(6) 2012, the patient returned to the pd clinic because, he was not feeling well and had a fever. The patient was given 1 dose of gentamicin ip at the pd clinic and then sent to the hospital for evaluation. On (B)(6) 2012, the patient was admitted to the hospital. While hospitalized, the patient was treated with vancomycin ip. In (B)(6) 2012, the patient was discharged from the hospital. In (B)(6) 2012, the peritonitis had resolved. The nurse stated, the event of peritonitis was related to the transfer set separating and the ER staff waiting too long to replace it. She stated, it was the ER staff's fault for the peritonitis event, but she still retrained the patient on proper technique on how to keep the transfer set tight and proper procedure for using the twist clamp. She stated the peritonitis was not related to any of the baxter pd solutions or other pd disposables or device.

Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this incident. This complaint is against the titanium adapter, but the titanium adapter in use at the time of the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number is unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available

Manufacturer narrative:
(B)(4). This report of connection issue is not confirmed and the cause was not identified because no sample was returned to baxter and the lot number was not provided. Since the lot number was unknown, a batch review could not be performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, global pharmacovigilance (gpv) contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was received. In (B)(6) 2012, the patient was discharged from hospital. At the time of this report, peritonitis, transfer set contamination, not feeling well and fever had resolved. Per the pdrn, all events were unrelated to the homechoice device, disposables, and pd solutions.